Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced loss of consciousness and when he checked the cgm reading after he regained consciousness it was 180 mg/dl. No fingerstick was taken during the event. The event happened while the patient was at work and the patient was given juice by their colleagues. After the patient regained consciousness, he was still feeling shaky at first, but no paramedics were called. According to the patient, their colleagues said that he did not show any symptoms before losing consciousness. The patient went home to rest and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.